Event description:
The pt service rep (psr) assisting a (B)(6) male pt contacted zoll lifecor customer support service to report the pt's charger is no longer working. The pt was provided with a replacement battery charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem (B)(4) has been completed. The reported problem (will not power on) has been confirmed. Upon evaluation, the connector on the power brick was found to be defective. This will not allow the connector to plug into the charger. The root cause of the damaged connector cannot be positively determined, but is likely caused by excessive force. No adverse event resulted from the defective connector. The pt rec'd a replacement charger/modem.